Event description:
On (B)(6) 2013, it was reported that the patient's insertion device would not fire when the release button was pressed, but then later the infusion set was ejected unintentionally. The patient stated that the infusion set was ejected across the room. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.